Manufacturer narrative:
Additional information received confirmed the fractured implant to be tmmb11 lot# 62737428. Device was received from manufacturer and evaluation has been anticipated. Once the evaluation has been completed a medwatch follow up report will be submitted.

Event description:
Additional information received confirmed the implant to be tmmb11 lot #62737428.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a zimmer implant fracture at tooth location 19. Implant was removed.

Manufacturer narrative:
One trabecular metal dental implant (tmmb11) was returned for investigation. Visual inspection of the as returned product identified a severely fractured device with dried blood and bone residues around the external threads. Functional testing and dimensional analysis could not be performed since the implant was fractured. Pre-existing conditions noted on the per were diabetes and moderate bone density type ii. The reported device had been implanted on tooth #19 for approximately 4 years. X-ray were provided. However, fracture was observed through visual inspection of the as returned product. DHR review for the lot: (62737428) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot: (62737428) for similar events and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: date of this report. Unique identifier (UDI) number. Expiration date. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluated by manufacturer. Manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.